Event description:
It was reported that during a laparoscopic nephrectomy procedure, the reload cartridge fell out of device and into the patient. The cartridge was removed from the patient through a port but it is unknown how the case was completed. One device will be returned. See scanned pages. Additional information 08/17/2009- the case was completed with a new like device.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.